Manufacturer narrative:
(B)(4). The customer replaced the battery and the exhalation sensor (evq). The covidien service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.